Event description:
It was reported that the right ventricular lead had noise and there was a rise in impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were 8 ventricular non-sustained tachycardia (nst) episodes less than or equal to 215 ms between (B)(6) 2012, 12:40:15 and (B)(6) 2012, 15:20:13. There was 1 ventricular fibrillation (vf) episode equal to 160 ms average v-cycle on (B)(6) 2012, 14:20:05. Analysis also revealed interference/noise. The ventricular short interval count (v-sic) was equal to 52.1 counts avg/day, in 5.73 days, between (B)(6) 2012, 14:41:15 and (B)(6) 2012, 08:19:28. Analysis also revealed high resistance/impedance. There were 2 patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012, 02:15:03 and (B)(6) 2012, 02:15:03. The weekly pace lead impedance trend data shows a gradual increase for max rv pace equal to 488 to 6384 ohms between (B)(6) 2012.